Manufacturer narrative:
A ge rep evaluated the system and found a connector in the wrong position. Ge rep re-seated the connector. No pt injury was reported.

Event description:
Customer reported the system does not display an image during fluoro. No pt injury was reported.